Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device interrogation, episodes of ventricular fibrillation (vf) were noted due to noise on the ventricular channel. An inappropriate shock was delivered. It was suspected the noise was caused by emi from use of a circular saw. Low right ventricular (rv) sensing compared to implant date was also seen. No action will be taken at this time.